Event description:
Caller reported a cartridge alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy and received instructions on using storage mode for the pump. Customer technical support (cts) arranged for a replacement pump to be sent, which includes updated software.